Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported suspected pump thrombosis could not be conclusively determined. The instructions for use lists thrombosis, hemolysis,and right heart failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the pt experienced right ventricular failure post-operatively and right heart extracorporeal circulatory support was initiated on (B)(6) 2014. The pt experienced elevated power values and elevated lactate dehydrogenase (ldh) levels from 1300u/l to 1800u/l with an international normalized ratio (inr) of 1.4. The pt continued to have hemolysis and power elevations and the lvad pump was exchanged on (B)(6) 2014. It was reported that thrombus was confirmed in the operating room. The pt remains on right heart support. The pt tolerated the exchange well.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: power spikes resulting in pump exchange.